Event description:
Per the clinic, the patient experienced irritation and pain for approximately one year, along with bruising at the transducer site for about one month, due to placement of implant. The device was subsequently explanted on (B)(6) 2025, under general anesthesia, and the patient was reimplanted during the same surgery.